Manufacturer narrative:
This report is submitted december 5, 2016.

Event description:
Per the patient's audiologist, the patient experienced a loss electrode function resulting in a loss of clinical benefit with device use. Clinical management of the patient is ongoing.